Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that messages including replace reserve battery and call clinic contact person were noted. The yellow key symbol on the system controller was continuously illuminated and alarming. The backup battery was disconnected for 30 seconds, and the alarm was deactivated. As recommended by abbott, a system controller replacement was performed and it resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file review. A review of the log files revealed a backup battery fault alarm on 02nov2025, 5:36:31 - 9:42:39. The alarm was associated with the backup battery not passing the load test. A backup battery not installed alarm is captured on 02nov2025, 9:42:42. This is consistent the reported reseating of the backup battery. The backup battery fault alarm did not reoccur following this event. The driveline was disconnected on 11nov2025, 12:53:05, consistent with the reported controller exchange. The system controller ((B)(6)) was returned for testing. The reported alarm was unable to be reproduced and the controller was able to support a mock circulatory loop for an extended duration without issues or alarms. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action was initiated to address the backup battery fault alarms. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.